Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during an in-clinic follow-up, inadequate capture and high pacing impedance was noted on the right ventricular (rv) lead. X-ray imaging was performed and indicated a possible lead fracture. Abbott technical support reviewed the imaging and confirmed a lead fracture occurred. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.